Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were received by the manufacturer for analysis, therefore no analysis could be performed. Parts not returned.

Event description:
Medtronic received information regarding an imaging system event having occurred outside of procedure. It was reported that the image acquisition system (ias) pendant froze and when the system was rebooted, the issue resolved. No patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that imaging modalities failed. After the second pendant was upgraded, the system was tested and found to be fully functional. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system event having occurred outside of procedure. It was reported that the image acquisition system (ias) pendant froze and when the system was rebooted, the issue resolved. No patient present.